Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the root cause of the reported inconsistent magnet tracking and erratic ECG waves was inconclusive as the clinical setting could not be reproduced. The sherlock 3cg tcs sensor was returned and assessed by the manufacture site. The manufacture site reported that they could not reproduce the magnet tracking and ECG waveform issues. It is likely that the event was caused by another root cause other than device failure. Manufacturing records were also reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. Clinical setting and reported issues could not be reproduced.

Event description:
Per bas tm, netbook (sn (B)(4)) is not tracking the magnet consistently and erratic ECG waves.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per bas tm, netbook (sn (B)(4)) is not tracking the magnet consistently and erratic ECG waves.